Event description:
It was reported that long term high capture threshold was observed. No other anomalies were noted. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.